Event description:
The following has been reported: biomed reported: cassette issues won't resolve. No patient harm, issue did not stop active infusion, pins cleaned, test infusion did not pass. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pin. Upon investigation, the fva valves would not cycle properly to perform an infusion. The fva assembly was evaluated and found the fva flag board was not functioning properly. The fva flag board was replaced and a successful mock infusion was performed.